Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed service code 110 (over voltage cleared no energy). The cause for the failure was isolated to a defective c1 capacitor on the computer/analog pca. The root cause for the damaged c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service code 110.